Event description:
The end user reported she pulled a pea size piece of skin off while removing the skin barrier. She has treated the area with stomahesive powder. No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow up report will be submitted.